Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that nothing was replaced. The patient was now receiving satisfactory therapeutic effect.

Event description:
Additional information noted the patient was ¿receiving appropriate stimulation to their painful areas.¿

Event description:
It was reported that a lead revision was going to be done for better stimulation coverage. The leads may not have been implanted in the correct location initially, as it never worked well. The company representative that was involved did not recall reprogramming the device. Of note, the patient was experiencing memory loss. It was further reported that the stimulator was explanted as it had reached the early replacement indication (eri), which was stated to be normal. The patient stated, the system worked the rapeutically for only a few months. The patient stated that reprogramming was attempted in the past, but he was not satisfied. It was further stated that eri did not occur, and it was reported in error. The patient presented for the lead replacement. Reprogramming was attempted and the patient stated there was better coverage to his feet. The physician released the anchors and pulled the leads down to the epidural space to attempt for better coverage. Intraoperatively, the patient was unable to confirm foot coverage due to discomfort of intraoperative positioning. However, post-operative programming provided foot coverage. The patient programmer was also reviewed with the patient.

Manufacturer narrative:
Product ID 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID 355031 lot# n256349, implanted: 2010 (B)(6), product type screening device product ID 37743 lot# serial# (B)(4), product type programmer, patient product ID 37752 lot# serial# (B)(4), product type recharger product ID 37092 lot# 252640002, implanted: 2010 (B)(6), product type accessory. (B)(4).